Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported results of 4.7 inr and 5.3 inr on the coaguchek xs system at approximately 1900, followed by a lab result of 3.5 inr at approximately 1930 and another coaguchek xs system result of 4.7 inr at approximately 2000. No treatment was given based on the results and no adverse event was reported. Suspect product was requested to be returned and replacement was sent.